Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited a shorted shocking lead message upon device interrogation. It was also reported that the lead did not pace at maximum output. The patient had received four shocks that morning, with the last two shock lead impedance measurements at <10 ohms. The pacing impedance was <200 ohms. A guidant technical services consultant discussed that when a shock is delivered to a shorted lead, the device and lead would have to be replaced. It was then reported that first shock resulted in shorted shock impedance but the second shock (10-15 minutes later) had normal shock impedance. No noise was observed on the lead. Technical services again recommended lead and device replacement.